Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the scs ipg had difficulty maintaining the communication with the charger and minor movements were stopping the charging process. A spacer kit and a charging system were sent to the patient. No further information is available at this time.